Manufacturer narrative:
Information was received from a company representative who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
The products are not returned for review, therefore their conditions cannot be described. Manufacturing documentation could not be reviewed because item lot number numbers are unknown. These devices were used in the treatment of a disease. Neither operative notes nor x-rays were returned to assess component fit and orientation per the surgical technique. The compatibility of the devices was reviewed with no issues noted. A complaint history search of the product manufacturing lots could not be performed due to the lack of lot numbers provided. With the information provided, a definitive root cause cannot be determined.

Event description:
It is reported the patient experienced a dislocation. It is unknown if the patient was revised.